Event description:
Patient informed both of her cadd legacy pumps were alarming high pressure even with switching out tubing. She was informed to go to the hospital to be checked to make sure there is not an occlusion in her IV site. No other information provided. Patient did have to go to the hospital because she could not get either pump to administer medication. Both pumps are being returned to the pharmacy and new ones will be shipped out. Did the reported issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Dose or amount: 30 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to ongoing. (B)(4).